Event description:
1/10/97-upon receipt of add'l info by means of the physician/surgeons operative report, it stated... Postoperative diagnosis: malfunction secondary to encapsulation of the scrotal reservoir and pump. Operation: exploration of penile implant with lysis of capsule and addition of fluid to penile reservoir. Procedure: attempted to inflate and deflate the device with the pt under anesthesia however, it was extremely difficult to do this...co encountered a dense encapsulation which had the reservoir all kinked with folds. Once this was lysed co was easily able to work the device. Once this was done, co then lysed all of the capsule, created a new pouch on the right side, placed the reservoir in it. Co irrigated copiously". As reported to co, no device nor device component(s) were removed or replaced.

Manufacturer narrative:
Add'l info was obtained with regard to the occurrence of a surgical revision. The operative notes stated that the device was "extremely difficult" to inflate or deflate, event with the pt under anesthesia. During surgery the physician "encountered a dense encapsulation which had the reservoir all kinked with folds." After the capsule was lysed, "co was easily able to work the device." Thus, the device was not replaced, but instead was repositioned. Therefore, no device was received by the MFR. Since examination of the device would not conclusively prove nor disprove encapsulation of the reservoir and the conclusively prove nor disprove and the associated problems with inflation and deflation of the device, qa will accept these physician observations as the reasons for surgical intervention. Based on this info qa concludes device function was not associated with this event.